Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that a cardioversion with shock deliveries was performed due to atrial fibrillation. Afterwards during the procedure the device displayed a warning message indicating the defibrillation system might be ineffective due to low shock impedance. Reportedly all electrical parameters measured during a follow up before and after the cardioversion procedure were within the expected range. A serial number and implant date was not provided. Lead remains implanted.